Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump's basal settings were reverting to "0.0 units/hr." The patient did not allege any harm or injury because of the reported issue. The patient indicated that the issue was noticed at the end of june. He then noticed the issue again a few days earlier prior to contacting anm on (B)(6) 2012. Upon reviewing the pump's (B)(4) weekday menu, the patient read the total basal as 29.95 units. However, he states that there was only one time segment below for 12:00 and the units/hr reads 0.00. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a basal rate reverting to "0.0 unit/hr." Issue that was unresolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately of the device.